Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the battery cap was able to fully tighten to the pump. The battery compartment was intact. A pump reboot event was observed in the black box on 03/17/2015. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A power event was not duplicated during investigation. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.